Event description:
Drive devilbiss is the initial importer of the device which is a rollator. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. The end-user was sitting in the driveway on the unit when the entire left side reportedly collapsed. He fell,hitting his head on the blacktop. The device was returned for evaluation. The item # 10243 cleverlite walker was returned under RMA # (B)(4) due to the leg bending. The unit shows signs of normal wear and multiple components have rust on it. The brakes and the folding hinge function correctly. Possible root cause for this failure was that the user was sitting on a level surface causing an unbalanced load on the legs.